Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however the field representative indicated that the lead was not in his possession. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a procedure to explant the pulse generator and the right ventricular (rv) lead due to anomalies with those products. During the procedure due to scar tissue surrounding the rv and ra leads, the laser being utilized was unable to separate the two leads. Ultimately, this ra lead was explanted in addition to the device and rv lead. There were no other ra lead anomalies observed. No additional adverse patient effects were reported. This ra lead has not been returned for analysis.